Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable patient complication of bleeding. Imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
Note: this report pertains to first of four cold snares used during the same procedure. It was reported to boston scientific corporation that a cold snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. It was reported that the snare did not open and close as expected and lacked sufficient force to cut through the tissue. The procedure was completed using another of the same device, resulting in more bleeding than usual. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2 (correction): block h6 (impact codes) has been updated based on the information that was identified on february 5, 2026. Block h6: imdrf patient code e0506 captures the reportable patient complication of bleeding. Imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h11: the returned cold snare was analyzed. The returned device underwent visual inspection, which revealed kinking of the working length and wire at both the proximal section (strain relief) and the mid-section. Additionally, the handle cannula was observed to be kinked. Due to these conditions, functional testing could not be performed. No other problems with the device were noted. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. The reported event of snare loop cutting problem was not confirmed. It was found that the working length and wire were kinked at the proximal section (strain relief) as well as at the mid-section. The handle cannula was also observed to be kinked. These problems were likely the result of how the device was handled and manipulated. Excessive or improper manipulation, without sufficient care, may have contributed to the defects identified. Due to this condition, the functional test could not be performed. Also, the as reported patient codes of "hemorrhage, minor" and "tissue damage" will be classified as "known inherent risk of device" since the IFU states this condition as a possible adverse event. Based on all available information, the probable root cause assigned is adverse event related to procedure.

Event description:
Note: this report pertains to first of four cold snares used during the same procedure. It was reported to boston scientific corporation that a cold snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. It was reported that the snare did not open and close as expected and lacked sufficient force to cut through the tissue. The procedure was completed using another of the same device, resulting in more bleeding than usual. There were no patient complications reported as a result of this event.